Manufacturer narrative:
Intuitive surgical inc. (Isi) received the prograsp forceps instrument associated with this complaint. Failure analysis confirmed the reported event. The instrument was found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument cable broke. Due to the broken cable, the instrument injured the liver, causing bleeding. The bleeding was controlled without any surgical intervention. The procedure was completed robotically with no further complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The product has been returned to intuitive surgical, inc. (Isi) for evaluation, but failure analysis has not yet been completed. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.